Event description:
¿This was a merlin.net alert that flagged nsrvo (non-sustained right ventricular oversensing) episodes which suggested v noise on sense amp but not discrimination channel. No inappropriate therapy delivered, and algorithm worked appropriately. I have emailed tech services¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).